Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. A review of the device history and complaint database could not be performed since the lot number was not provided.

Event description:
The account alleges that the transeptal puncture was challenging, under tee, the physician decided to perform it with ice, which was equally difficult. They punctured once, and the guidewire ended up in the pericardium resulting in pericardial effusion which the customer did not attribute to the device.